Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrode (te) pads. The irritation was described as red skin with welts and a few blisters. The patient consulted his physician who prescribed a cream. Follow-up indicated that the irritation seemed to be clearing up with use of the cream.